Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient performed an at home system controller exchange due to an alarm. The alarm appeared to have been a backup battery fault with a pump running symbol and yellow wrench illuminated. Log files of the exchanged system controller were submitted for review. The event log file data indicates that the fault that occurred prior to the controller exchange was a backup battery fault. The event log file recorded a backup battery fault event at 29aug2025 13:50:27. This event appeared to have occurred after the system controller attempted a load test.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log file. The log file captured a backup battery fault alarm correlating to a load test condition on (B)(6) 2025. At this time, the loaded voltage was under the acceptable voltage threshold as compared to the unloaded voltage, triggering the alarm. The alarm briefly cleared, reactivated a few minutes later, and remained active throughout the remainder of the data. Log file review revealed two driveline disconnections and reconnections observed on (B)(6) 2025 before the system controller was exchanged.the pump operated as intended throughout the data, and the system controller was observed to have been exchanged at the end of the data on (B)(6) 2025. The system controller (serial number (B)(6) was not returned for analysis. Available information for this event indicates that the system controller was exchanged to resolve the alarm, and that the system controller remains in use. The root cause of the reported event was unable to be conclusively determined through this analysis, and a corrective action was initiated in order to further investigate the issue. The heartmate 3 patient handbook instructs users on how to appropriately respond to all alarms on the system controller. Users are instructed to call their hospital contact for further instructions in response to a backup battery fault alarm. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) and the heartmate 3 left ventricular assist system (lvas) instructions for use (section 2 ¿system operations¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their system controller, including backup battery fault and driveline disconnected alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.